Event description:
It was reported that the patient-activated dose had been disabled for approximately one year. It was stated that, upon attempting to reprogram it in, the nurse was unable to successfully program the patient activated dose information. It was also noted that the patient did not have their personal therapy manager (ptm) at the appointment. The device system was used to deliver lioresal and an unknown pain drug.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).